Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during a case, the surgeon was navigating where she thought was anterior to the anatomy, but was actually 3-4 mm posterior to where she actually was. She stated that after viewing through the scope she then noticed the inaccuracy and then re-registered the patient. They were able to complete the case after re-registering. The surgery was completed with navigation and there was no impact on patient outcome.